Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1003432 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1003432, test base part number 190-430/ lot 1003432. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1003432 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils. Repeat testing was not performed. Confirmation pcr testing was performed on the patient once he arrived at the hospital. The customer was not able to provide details regarding the confirmation testing sample type or platform, but did state that confirmation testing was negative. The customer reported a rapid test administered at hospital was also negative. Details regarding the rapid test could not be provided. The customer stated the patient was symptomatic. The customer reported the patient presented with symptoms of rapid heart rate, dizziness, lightheadedness, nausea, vomiting, loose stool without the presence of blood, and shortness of breath. The customer also reported the patient's finger oximeter reading was 92%. It was reported the patient was seen at the hospital emergency room three (3) days prior to being tested at the customer site. The patient was admitted to the hospital due to the positive test results and additional medical issues. No additional information pertaining to the patient's outcome could be provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.